Event description:
Pre op - (B)(6) 2011. Vsc od 20/100 os 20/100. Vcc od 20/30 os 20/25. (B)(6) od 44.25/42.87 x 088 os 44.12/43/12x085. Man od -1.75 -1.75x088 os -1.00 -1.50x095 20/20. Pach od 618 os 614 (orbscans). Cr od 1.25 -1.75x090 os -1.00 -1.75x087 (B)(6). On (B)(6) 2011, 1 day po lasik ou vsc od 20/80 os 20/25. Flap has slipped od. See surgeon this afternoon/referring doctor / (B)(6) 2011 came in to (B)(6). Va blurry out od. Os va is good. Va od 20/100 os 20/20. On (B)(6) 2011, pf and zymaxid qid ou. Has not used out tears yet. On (B)(6) 2011, refloat and reposition flap od. Op notes, slipped flap od. Repositioned flap od - betadine prep, gloved, drape - lift flap with synskey. Removed epi from bed with tooke. Removed epi from flap with sponge. Replace and stretched flap. Bctl. Zymaxid, ap f/u with her dr (B)(6) 2011.

Manufacturer narrative:
(B)(4). Epithelial ingrowth. Eval: field service specialist (fss) checked system after the reported event on (B)(4) 2011 and preventive maintenance was performed on laser. System meets amo specifications.